Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of backup battery fault alarms was confirmed via analysis of the log file downloaded from the returned controller; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(4)). The log file contained approximately 5 hours of data ((B)(6) 2022 from 7:18:59 to 12:28:34 per the timestamp). A backup battery fault alarm was active on (B)(6) 2022 at 7:18:59, which was the first event captured in the log file, due to the backup battery failing the load test; the log file did not capture the conditions that resulted in the alarm activating. The driveline was disconnected at 12:27:22 to exchange the system controller. The backup battery fault alarm resolved when the controller was turned off. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues.the root cause of the reported event could not be conclusively determined through this analysis.heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 18apr2021.no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to experience a replace backup battery alarm after to emergency backup battery (ebb) exchanges. The patient's primary controller was exchanged with their backup controller and there had been no further reported alarms.